Event description:
At a refill visit, the expected pump reservoir volume was 7 mls; the actual volume was 0 mls. Only 15 mls were able to be injected into the pump reservoir when the hcp attempted to refill it. Repositioning the needle was not helpful. The hcp was confident he was in the reservoir port. He was able to aspirate 15 mls back. The pt had no symptoms and good pain relief. No device troubleshooting or interventions were done. The pump was left with the 15 ml that they were able to fill it with and they planned to check it 5 weeks later.

Manufacturer narrative:
(B) (4).